Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer meshgraft ii had bad calibration. The meshgraft cuts the skin unilateral. Left and right side of the skin transplant differently, deep cut. No add'l clinical info was rec'd prior to this report.